Manufacturer narrative:
The device was returned for evaluation. Instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be approx 79 in/lbs., which is within print specification; all 36 individual torque readings were within print specification ranging from 77.3 to 81.3 in/lbs (torque specification 80 +/- 8in/lbs). Visually confirmed driver the driver shaft is broken; crack appears to have initiated at stress relief fillets. Microscopic examination of fracture reveals a fairly brittle fracture with an angulated surface, indicative of a torsional component. River lines indicating crack initiated at fillet, which propagated around bend of driver fracture. The torsional indication of the fracture, in conjunction with the verification of the torque mechanism as within print specification, and the age of the instrument (product manufacture date 2009-02-24) suggests cyclic fatigue as the possible mechanism of failure. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the tip of the driver broke during the final tightening of the setscrew in a posterior lumbar surgical procedure. The set screw was able to be tightened with another driver. No patient complications were reported.